Event description:
Customer reported via phone, the insulin pump alarmed motor error. Customer stated she was at an event and the device alerted check blood glucose and she couldn't. She attempted to clear the alert but then the device alarmed motor error. Customer's blood glucose was 650 mg/dl, treated with manual injections. Customer stated she was doing anything when the device alarmed. The device was not dropped or exposed to an MRI but it was snagged. Customer does use the sensor feature on the device. She was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis. Blood glucose of 600 mg/dl was also recorded.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.